Manufacturer narrative:
The user guide states: "insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer took a hot shower, the insulin inside the tubing between the infusion site and detach area of the infusion set became "useless" as it was not effective at lowering the customer's blood glucose (bg) level. Bg value was not provided. Reportedly, the customer changed the cartridge and infusion set to resolve the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the customer's bg level; however, the customer did not respond.